Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. At 0:25, the glucose result from a blood gas analyzer was 2.0 mmol/l. At 0:31, the result from meter serial number (B)(6) was 12 mmol/l. At 0:39, the result from meter serial number (B)(6) was 2.9 mmol/l.